Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing weakness in their legs following their permanent implant. An epidural hematoma was discovered. As a result, surgical intervention was undertaken on (B)(6) 2019 where the system was explanted. Patient was sent to a rehabilitation facility and has since been released from the facility and is able to walk. However, patient will continue with rehabilitation in the out patient program.